Manufacturer narrative:
(B)(4) 2014; a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2014; a medtronic representative, following-up at the site to trouble-shoot, reported being unable to replicate the intermittent tracking of the drf. It was noted that in the reported procedure, the surgeon used a large number of staples when draping the patient which may have affected the emitter volume. System was functioning normally in registration with resin head demo, as well. Recommendations were made to turn off the berchtold lights, or position them away from the em tracking field, to avoid this issue in future procedures. The site agreed to move the lights further away from the field. No further like issues have been reported.

Event description:
A medtronic representative reported that, while in a procedure, and after draping the patient, the site was unable to track the dynamic reference frame (drf). Tracking details showed red status. When placing the stylet near the drf, it tracked properly. The surgeon completed the procedure with the use of the navigation system. It was later reported that the patient returned to the operating room to have the shunt repositioned. The surgeon completed the second procedure with no issues.